Event description:
It was reported that the zimmer air dermatome was not working right. During device analysis. It was determined that the poppet assembly was observed to be stuck in the on position. The poppet being stuck in the on position could result in the device running unexpectedly, without user activation, and could result in injury to the pt or the user of the malfunction were to recur. Clinical follow up with the customer could not provide any additional info regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The device record indicates that the device was manufactured on 6/21/1991 and was last repaired on 2/8/2013 for a non-related issue. Eval of the device observed that the poppet was stuck down in the on position. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the right side and the side to side calibration. During post repair analysis the poppet assembly was analyzed and functioned normally. The poppet assembly was disassembled and analyzed. During inspection. Some silicone was observed in and around the spring. Inspection of the housing revealed that it was manufactured per specifications. The cause is most likely debris in the spring of the poppet assembly; however, the device being out of calibration also demonstrates the user not maintaining the device per handling. The device was serviced and returned to the customer.